Manufacturer narrative:
(B)(4), this model number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and charging the system approx one year ago. The ipg was unable to communicate with external devices. It was determined the ipg was inoperable. Surgical intervention may be taken to address the issue.